Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the patient came into the hospital and her batteries were dead. The pt was issued a replacement monitor and batteries.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (batteries have undetermined capacity in monitor) could not be confirmed. Upon eval the monitor displayed service code 105 (pulse test relay stuck), the screen would not flip when monitor was turned and the monitor messaged to replace batteries. The cause for these problems was associated with a shorted mod2 capacitor. The capacitor was shorted to 21 ohms. The cause for the shorted circuit cannot be positively determined. No adverse event resulted from the short circuit. The pt rec'd a replacement monitor.